Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion was located at the right renal artery. When opening the 5.0x19x150cm express sd renal biliary sm, pmtd stent package, it was noticed that one of the stent struts were lifted off the balloon. The procedure was completed with a different bare metal stent. No patient complications were reported and the patient's status is stable.